Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. (B)(4). Implantable tachy lead implanted: 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) im planted: 2013 (B)(6); 5076 implantable pacing lead implanted: 2005 (B)(6).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.